Manufacturer narrative:
The customer returned the meter and test strips. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 3.2 inr, customer strips and retention meter - 3.3 inr. Donor #2: master lot and retention meter - 2.2 inr, customer strips and retention meter - 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
.

Event description:
The customer stated that while using the coaguchek xs pro meter (serial number (B)(4)), a result of 7.0 inr was obtained at approximately 4:00 pm. The patient was retested on a different coaguchek xs pro meter (serial number unknown), and a result of 5.0 inr was obtained. A different bottle of strips with the same lot number was used for each test. Within 30 minutes a venipuncture sample was drawn and run on the laboratory analyzer that was using the dade innovin reagent. That result was 5.4 inr. The customer felt the meter with the unknown serial number was working correctly and the first meter that resulted with the 7.0 inr is incorrect. There were no changes in the patient's medication made based on the meter result. Patient medication recommendations were made based on the lab result. The patient reports that he misses at least one dose of medication each week and that he had not had any medication for at least two full days before testing on the meter. On the days he does take his warfarin he splits the dose into 2-3 smaller amounts and staggers it throughout the day. He was previously on eliquis but changed to warfarin recently, exact date unknown. Controls were run and passed within the 24 hours of the comparison. The patient's therapeutic range was 2.0 - 3.0 inr. There was no indication that the patient results were affected by hematocrit, antiphospholipid antibodies, any other anticoagulants other than warfarin. The customer had run liquid quality control since the questionable results, both levels of liquid control solution passed. The patient's condition is currently good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 121348) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.